Event description:
It was reported that the patient was having a shocking or jolting sensation. The day prior to the report and again on the day of the report the patient was in a store walking around and they felt a sudden increase in stimulation and a shocking sensation in both of their legs. The sensation would last for about 1 minute and then go away. This had never happened before to the patient since they¿d had their device implanted. The patient had not had any trauma or events recently. The patient was implanted with their implantable neurostimulator (ins) in (B)(6) 2014. When the stimulation was turned on the patient felt a delay in the stimulation when they would change positions from sitting to standing to lying down. Two to three weeks prior to the report the patient let their ins battery deplete. They contacted a manufacturer representative who told them to charge their ins up to half battery charge. Since the depletion the patient¿s stimulation had seemed different to them. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).